Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 403 mg/dl. Customer stated that insulin pump stopped working completely, after rewind process insulin pump had alarm for no delivery and then motor error. Customer performed troubleshooting for no delivery and insulin pump did not alarmed for no delivery. Customer stated that insulin pump was able to rewind and passed displacement test, self test. Customer mentioned that drive support cap was normal. Insulin pump will not be returned for analysis.